Manufacturer narrative:
This value is the average age of the patients reported in the article as specific patients could not be identified. This value reflects the gender of the majority of the patients reported in the article as specific patients could not be identified. Please note that this date is based off of the date of publication of the article [or the date that the article was accepted for publication] as the event dates were not provided in the published literature. If information is provided in the future, a supplemental report will be issued.

Event description:
Memon mz, kushnirsky m, brunet mc, et al. Mechanical thrombectomy for large vessel occlusions in cocaine associated acute ischemic stroke: small case series and review of the literature. Journal of stroke and cerebrovascular diseases : the official journal of national stroke association. 2020 sep;29(12):105330. Doi: 10.1016/j.jstrokecerebrovasdis.2020.105330. Medtronic literature review found reported of patient complications in association with solitaire mechanical thrombectomy. The purpose of this article was treat large vessel occlusions leading to acute ischemic stroke. The authors reviewed three cases of patients treated for acute ischemic stroke using solitaire mechanical thrombectomy. Of the 3 patients, the average age was 60 years, 2 were female and 1 was male. The article does not state any technical issues during use of the solitaire. Two patients initially had good revascularization but then developed severe vasospasm and reoccluded, and the remaining patient had persistent severe distal vasospasm. Rescue therapy either with balloon angioplasty with stent placement or intraarterial vasodilator was used in all patients and was ineffective. All patient had large hemispheric strokes and developed malignant cerebral edema requiring hemicraniectomy in two of them.